Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and mesh was implanted and on (B)(6) 2008 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted due to sui, symptomatic vesicouterine prolapse, menorragia, chronic pelvic pain and left ovarian cyst. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic left salpingo-oophorectomy, laparoscopic assist vaginal hysterectomy, anterior colporrhaphy and bilateral uterosacral ligament vaginal vault suspension. It was reported that patient underwent interstim combined stage 1 and stage 2 ipg programming due to chronic severe urinary urgency and frequency, not responsive to medical management on (B)(4) 2008. It was reported that patient underwent laparoscopic lysis of adhesions, right ureterolysis, right salpingo-oophorectomy, anterior colporrhaphy, transobturator tape and monarc implant due to pelvic pain, right ovarian cyst, endometriosis and cystocele on (B)(4) 2013. No additional information was provided.